Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not detect when the cassette was locked. This issue could result in interruption or delay of medical therapy. There was no patient involvement and no reported patient harm.

Manufacturer narrative:
D3: updated. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log revealed no results, and no service history was found within the past 12 months. Visual inspection showed no physical damage or other anomalies. Functional testing identified a defective lock sensor. The complainant¿s allegation was confirmed, and the probable cause was determined to be the lock sensor.